Event description:
A surgeon reported that sinus images were incorrectly marked resulting in the wrong side of the pt being operated on.

Manufacturer narrative:
Software version unk thus manufacture date is also unk. A follow-up report will be submitted when the investigation is complete.